Event description:
(B)(4). Soon after implantation of the device, I was diagnosed with a severe urinary tract infection that lasted several weeks and required two hospital visits. I also developed a sharp "pinching" type of pain on the l and r side of my lower abdomen. Within a couple of months, I started presenting with lower back pain that was eventually accompanied by hip pain, shooting pain, pelvic pain, tailbone pain, sacrum pain, numbing, tingles. After approximately 18 months of pain, I started seeing a dr. Who took x-rays and ordered an MRI. X-ray showed the spine was completely straight, lacking all curvature. MRI showed l4, l5 and s1 discs were bulging, degenerative, sciatica was present and muscles on either side of my spine stay in constant spasm. Over time, symptoms progressed and ultimately resulted in over 100 symptoms that have essentially ruined my life. Here is a list of those symptoms: severe lower back pain; permanent nerve damage; constant muscle spasms in back, shoulders and abdomen; shooting nerve pain/numbness in back, legs and shoulders; shooting nerve pain in neck/shoulders; muscle fatigue, burning, stiffness; hip pain and discomfort; extreme pain/stiffness in mornings and after activity; overall body aches and feeling "flu like" which increases in evenings and is extremely severe after activity; frequent low-grade fevers; frequent severe headaches; blurred vision; severe bloating; swelling in hands, feet, ankles; tingling in hands and feet; numbness in fingers; extreme cold in hands and feet; noise sensitivity; total lack of energy, no motivation; severe fatigue; insomnia; night terrors; nausea; frequent diarrhea; trouble taking a deep breath (feels as if I can't get enough oxygen); extreme heart palpitations/"flutters" which can be felt in pulse; general feelings of "doom"; sudden anxiety/depression; cold sensitivity; dental problems (decay, cavities, gum disease, cracking/breaking/chipping/hollowing teeth, tooth loss, yellowing of teeth); pain and limited range of motion in l and r shoulders; sudden shooting pain in l and r clavicle; pain in l and r elbows; severe hip pain (as of (B)(6) 2015, r hip was rotated so far out of place it was nearly dislocated and l hip was positioned about 1/2" higher than normal); hot flashes; sudden onset of allergies; "floaters" in vision; frequent "lump" in throat/swollen glands; trouble concentrating/remembering, overall "foggy" feeling; loss of interest; lack of appetite; weight gain; extreme "rash" covering 80% of back (has been present for nearly 2 years); small "fragment" of some kind seen in one lung via CT scan; low self esteem; limited range of motion in entire body; extreme pain/stiffness after holding one position for more than 15 minutes; frequent urinary tract infections; severe pelvic floor pain; irregular periods; heavy periods; frequent vaginal infections (yeast, bacterial vaginosis); dull pain on l and r side of very low abdomen; sharp, shooting pain on l and r side of very low abdomen when bending, standing too ; quickly, leaning to either side; frequent "twitches" in lower abdomen; pain during intercourse; loss of libido; blotchy skin tone; hair loss; extremely itchy breasts; lumps in l and r breasts; wheezing; vericose veins; frequent/easy bruising; random high blood pressure. I have been tested for rheumatoid arthritis (twice), arthritis, lupus, cancer, mono, etc. Thyroid is perfect, heart shows well on EKG, blood work is normal.